Event description:
(B)(4) . Debilitating, chronic migraines over half of the month, severe clotting during menstruation, extremely heavy menstrual flow, very painful cramping before, during, and after menstruation, constant fatigue, panic disorder, severe anxiety, depression, weight gain.